Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The high voltage cables were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system had poor image quality. No pt injury was reported.